Manufacturer narrative:
It was reported that the shoe caused wound medial right hallux. The shoe was not returned and evaluated. The complaint has been has not been confirmed; the root cause could not be established. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the shoe caused wound medial right hallux.